Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to deplete rapidly. Additionally, the battery gauge was observed to fluctuate. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance from tandem technical support.